Manufacturer narrative:
UDI: unknown product code, UDI unavailable, upon completion of the investigation a follow up report will be filed.

Event description:
Patient informed, that the surgeon had removed a shunt that was implanted in (B)(6) 2016 and replaced with a different shunt on tuesday, (B)(6) 2017. She says the shunt was not offering desired symptom relief and that the settings on the shunt kept changing. Settings had been adjusted 3 times but keeps on changing pressure. Surgeon measured icp with a monitor which showed the continuous change in pressure. The patient has requested an analysis of the shunt that was removed, and would like a report on the shunts function.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 30 mm h2o. The valve was hydrated. The cam position was still at 30 mm h2o, 5 days after 1st inspection of the cam position. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3114 with lot cvdbm5, conformed to the specifications when released to stock on the 14th april 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.